Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 400 mg/dl. The customer had a check settings alarm. She was assisted in clearing the alarm and priming the insulin pump. She was advised to monitor the blood glucose. The insulin pump was not replaced or returned for analysis.